Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), stillbirth ("pregnancy (stillbirth or miscarriage) loss of twins/ death twins/ delivered a set of deceased twins") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2011, (B)(6) 2013, (B)(6) 2016). Concurrent conditions included hypertension, depression, dental caries and toothache. Concomitant products included aripiprazole (abilify), bupropion (wellbutrin), clonidine, medroxyprogesterone (depo provera), oral contraceptive nos and quetiapine (seroquel). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In july 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes describe: she take shots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives on stomach"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain"), pain in extremity ("arm and leg pain"), dyspareunia ("dyspareunia") and visual impairment ("vision problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure implant) and surgery. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, nausea, vaginal discharge and visual impairment was resolving and the stillbirth, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hormone level abnormal, urinary tract infection, headache, depression, urticaria, fatigue, weight increased, back pain, pain in extremity and dyspareunia outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepant dates of essure removal were provided. Not sure of procedure to remove device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abdominal pain, back pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and stillbirth ("pregnancy (stillbirth or miscarriage) loss of twins/ death twins/ delivered a set of deceased twins") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of births: (B)(6)2011, (B)(6)2013, (B)(6)2016). Concurrent conditions included hypertension, depression, dental caries and toothache. Concomitant products included aripiprazole (abilify), bupropion (wellbutrin), clonidine, medroxyprogesterone (depo provera), oral contraceptive nos and quetiapine (seroquel). In (B)(6) 2011, the patient had essure inserted. In (B)(6), the patient experienced urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2012, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes describe: she take shots"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives on stomach"), fatigue ("fatigue"), weight increased ("weight gain"), back pain ("back pain"), pain in extremity ("arm and leg pain"), dyspareunia ("dyspareunia") and visual impairment ("vision problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure implant) and surgery (not specified). Essure was removed. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, nausea, vaginal discharge and visual impairment was resolving and the pregnancy with contraceptive device, stillbirth, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hormone level abnormal, urinary tract infection, headache, depression, urticaria, fatigue, weight increased, back pain, pain in extremity and dyspareunia outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepant dates of essure removal were provided. Not sure of procedure to remove device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms abdominal pain, back pain, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6)2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. Concomitant conditions added. Concomitant drugs added. New event added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes describe: she take shots, uti, pregnancy (with complications), pregnancy (stillbirth or miscarriage) loss of twins, migraines, headaches, dysmenorrhea (cramping), nausea, depression, hives on stomach, fatigue, vaginal discharge, weight gain, back pain, arm and leg pain, dyspareunia, vision problem. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.